Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Lead damage was suspected, but could not be confirmed, to be the cause of the noise. Provocative testing was performed, however, the noise could not be reproduced in clinic. No intervention was performed at this time. The patient was stable and will continue to be monitored.